Event description:
The facility reported a colleague infusion pump with failure code 808:03, which was identified during bio-med testing. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 808:03 was confirmed in the pump's event history but could not be duplicated during product evaluation. Therefore, no assignable cause was provided during product evaluation and no repair was necessary for the reported condition.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition of failure code 808:03. (B)(4)